Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal stenosis, degenerative disc disease and spondylolisthesis l4-s1 and underwent unspecified procedure. Post-op, screws broke roughly 3-4 threads below the head/tulip. The remaining shank of screw was not retrieved in the patient. The tips of the bilateral s1 screws are remaining inside the patient. Patient underwent revision surgery for removal the broken screws. Patient suffered with non-union.

Manufacturer narrative:
Product analysis result: visual microscopic the was returned angulated and has broken ~3 threads down from the head of the screw. A microscopic review of the fracture surface indicates that the main mode of failure was bend stress overload. There are some beach marks from cyclic fatigue but this likely the result of the time implanted and a secondary failure mode. If information is provided in the future, a supplemental report will be issued.